Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The product was evaluated. An external visual inspection was performed and passed/failed. A pairing test was performed and passed/failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.